Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the preparation of the procedure an ophthalmic polymer tip was opened for assembly and it came without the polymer tip. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
One opened polymer irrigation aspiration (I/a) tip, in a wrench, in a blister was received for the report of no polymer tip. The sample was visually inspected and found to be nonconforming with the over molded tip observed to be missing from the tip of the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The complaint evaluation confirms an I/a tip detachment. The I/a tip is a component that is received at the manufacturing site from an external supplier. The root cause of the detached tip is related to the supplier¿s manufacturing process and it was missed during the downstream inspection in the manufacturing process of the I/a tips. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).